Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The device broke while putting in a scew for the acetabular component. The tip of the screwdriver broke off into the head of the screw and could not be retrieved.